Event description:
Twelve (12) hours into its run, an oxygenator showed signs of obstruction with increased transmembrane pressures and increased rpm requirements. The oxygenator was then changed out and flow was maintained.